Manufacturer narrative:
Further investigation determined the issue was resolved by the service actions. Trending was performed for this type of event and no abnormal trend was identified. A historical query was performed and found no past escalated complaints of this nature on any like instruments for the last 12 months at this site.

Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable ise indirect gen. 2 results for an unknown number of patient samples. Of the data provided for one patient sample, only the sodium results were discrepant. The initial result was 143.1 mmol/l and the repeat result was 137.3 mmol/l. The repeat result on another cobas 8000 core unit was 138 mmol/l. The repeat result was believed to be correct. The erroneous result was not reported outside the laboratory. The patient was not adversely affected. The electrode lot number and expiration date were requested but were not provided. The field service representative found the mixing vessel was chipped. He replaced the mixing vessel, sipper nozzle, and waste nozzle. He ran precision testing and results were within specifications.